Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error/training. Per the tandem user guide: if more than 10 seconds have passed with no input, the bolus is canceled and never delivered. In this case, the incomplete bolus alert will be displayed on your pump.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 1000 mg/dl and a high ketone level identified as dangerous by healthcare provider. Customer delivered a correction bolus to address bg. In the hospital customer was treated with intravenous fluids of insulin and saline. The customer received an incomplete bolus alert as they had not completed a bolus request. System check with tandem technical support confirmed the pump was functioning as intended. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.